Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler and reload were loaded normally. The nurse then handed the device to the surgeon and the surgeon placed it into the thoracic cavity, and the reload then fell off into the cavity. The handle was removed and the reload was retrieved. Another handle and reload were opened and used to complete laparoscopic right thoracoscopic wedge resection. There was no patient injury.